Event description:
It was reported that the fragmentation basket became entrapped while in use on a loop graft. On the second pass, the pt reported pain as the basket was initially deployed. It is believed that the basket had been deployed in the native vessel just before entrance into the graft, and became entangled within the vein intima. The percutaneous thrombolytic device was successfully removed with the assistance of a catheter and dilator. There were no pt complications.